Manufacturer narrative:
Correction: type of reportable event from serious injury to malfunction.

Event description:
It was reported the distal filter detached. During preparation, while the distal filter was submerge and being agitated to removed the air bubbles, the distal filter detached. The detached filter was also noted to have folded inside out. The device was not used inside the patient and no patient complications were reported.

Manufacturer narrative:
Device manufacturer analysis: analysis of returned product revealed that the distal filter is detached, this is consistent with the reported allegation, consequently, confirming the reported complaint. Additionally, #3 hub is slightly bent. The device was inspected under microscope and shows clean lines, appears to be cut in the detached section of the filter. However, there is not enough evidence that allows to determine what could have contributed to detachment of the filter and bent condition of the #3 hub. The DHR review was performed and shows that all acceptance records demonstrate that the device was manufactured in accordance with the device master record. Cause not established was selected as the most probable cause of this complaint.

Event description:
It was reported the distal filter detached. During preparation, while the distal filter was submerge and being agitated to removed the air bubbles, the distal filter detached. The detached filter was also noted to have folded inside out. The device was not used inside the patient and no patient complications were reported.

Event description:
It was reported the distal filter detached. During preparation, while the distal filter was submerge and being agitated to removed the air bubbles, the distal filter detached. The detached filter was also noted to have folded inside out. The device was not used inside the patient and no patient complications were reported.